Event description:
It was reported that this right ventricular lead showed high out-of-range shock impedance of 125 ohms. No troubleshooting was performed and no lead issue has been confirmed. The patient's physician is aware and will continue to monitor. No adverse patient effects were reported.